Event description:
The manufacturer received information stating the trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: speaker failure - critical error, e-106. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device powered on and operated as it should. It was confirmed that speaker one was in operatable. Swapped speaker two and it still failed. The system pca was replaced to address the issue. The inlet air path assembly and removable air path foam were replaced per remediation. The device passed all testing.